Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to the patient being unable to see correctly. Additional information was requested.

Manufacturer narrative:
Additional information: additional information was provided, which indicated an cartridge was used with a handpiece with viscoelastic. The lens model is only qualified for use with approved cartridges; however, only with the approved viscoelastic . Not enough information was provided to conduct a review on the unspecified cartridge. A non-qualified viscoelastic was used. The product investigation could not identify a root cause for the reported exchanged due to the patient being unable to see correctly. The surgeon believes that the iol was the wrong power. (B)(4).